Event description:
Pt had an arterial line in place. The alarm indicated a problem with the line. The pt was found with approx. 50-100cc of blood from around his catheter site. The inside of the leur-lock on the arterial tubing was found to be cracked. The catheter and the tubing was removed, and new one placed. A hct was drawn, however the pt did not require a transfusion.